Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: image was not displayed temporarily due to communication failure caused by cable failure. Occurrence cause of cable failure could not be presumed. The event can be prevented by following the instructions for use which state: -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. -do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. -never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the image was found to flicker occasionally when shaken due to a faulty cable. The device evaluation found deterioration of the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head image flickers when shaking the cable. This issue was found in preparation for use of a therapeutic laparoscopy. The patient was not under anesthesia and the procedure was not delayed. The procedure was completed using the same device and there were no reports of patient harm or injury.